Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are in conclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15329, related manufacturer reference number: 2017865-2020-15330. It was reported that the patient presented in clinic with ruptured epidermis of capsular bag. Upon review, there was redness and swelling at the pocket site. Physician considered the pacemaker capsule infection. The pacemaker, atrial lead, and right ventricle lead were all explanted on (B)(6) 2020. On (B)(6) 2020, the pacemaker was sterilized and re-implanted. The atrial and right ventricle leads were explanted and replaced. Patient was stable.